Event description:
It was reported that the patient felt a very strong vibration at the site of their implantable neurostimulator (ins) which was located in their left buttocks. They also felt uncomfortable stimulation and that it stimulated their genital area. They contacted the manufacturer¿s representative on (B)(6) and was told to change programs on the ins. The patient stated that they had intermittent issues being able to connect to the ins using the programmer and sometimes saw a poor communication screen and could sometimes connect. When trying to connect at the time of report the patient initially got a poor communication screen on the programmer. The patient was then instructed to hold the ins in a flat position and to use the antenna on the programmer when resolved the communication issue. The patient was on program 2 at 2.4 volts and changed to program 3 and increased the stimulation to 1.0 volts where they felt the stimulation as comfortable. In addition, the patient saw their doctor the week prior to report where it was noted that they had lost weight and that the ins was protruding. The physician told the patient that a revision of the ins was needed as they did not think the device was secured in the pocket. On follow up, the doctor reported that there was a decrease in the ins battery functioning that caused the patient pain. The cause of the event issue was noted as ¿probably v5¿ and was not related to the device. The planned revision was to ¿replace¿ the device deeper. The revision was likely to take place the first week of june after the patient got back from vacation. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) started to surface to the skin, which caused discomfort and swelling. This started a few months ago and the patient lost some weight, which caused the ins to be closer to the skin. Her ins was replaced and the healthcare provider (hcp) put it in deeper under the skin this time. The ins was noted to have normally depleted as well.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va01w5t, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).